Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a "system failure warning ". This condition had the potential to interrupt delivery. It is unknown when this event occurred, but occurred in the "ICU". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4) evaluation summary: the reported condition of a colleague infusion pump with a malfunction of an unspecified ?failure? Was confirmed during event history log review. However, the quality engineer could not determine the root cause of this condition. The problem was not reproduced and the cause was not identified. No repairs or corrections have taken place at this time. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.